Event description:
It was reported that during follow up, it was observed that the atrial lead was dislodged. The physician believed that the lead was not fixated properly during implant. The lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).